Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. While mapping in the middle of the procedure, the patient became hypotensive and echocardiogram revealed a pericardial effusion in the right cavity. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm device.